Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: establishment name: unknown. E1: phone number: unknown. E1: establishment address: no. (B)(6). G4: 510k: k033913. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. After pre-flushing the microcatheter, the user attempted to withdraw the guidewire from the microcatheter; however, found it extremely difficult. Upon inspection the microcatheter was found to be fractured and the wire could not be removed. The procedure outcome was not reported. The event occurred pre-treatment; therefore, no patient was involved or harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The returned devices were a progreat catheter (the actual catheter) and an integrated guidewire (the actual guidewire). They had been combined. [Investigation result] appearance confirmation: the distal end of the guidewire was inside the catheter at approximately 225 mm from the distal end. The outer layer had been fractured at approximately 1175 to 1235 from the distal end and 1390 mm to the anti-kink protector. The outer layer had been elongated in the vicinity of both fractured parts. The inner layer and reinforcing coil had been buckled at approximately 1180 from the distal end. The inner layer and reinforcing coil had been fractured at approximately 1185 from the distal end. The inner layer and reinforcing coil had been elongated at approximately 1390 to anti-kink protector. It had been crushed at approximately 810mm and 820mm from the distal end. The reinforcing coil had been jumbled in the vicinity of the fractured part of the outer layer at approximately 1175mm from the distal end. The reinforcing coil had been fractured at approximately 1300 mm from the distal end. The reinforcing coils had been elongated inside the anti-kink protector. Simulation test: the following simulation test was conducted, assuming that a tensile load was applied while the catheter and guidewire were combined, causing the catheter to fracture, and that subsequent attempts to remove the guidewire caused the inner layer and reinforcing coil to buckle. 1) while holding the middle part of the catheter, a tensile load was applied to the hub. 2) the outer layer became elongated and fractured, and the exposed inner layer and reinforcing coil became elongated. 3) in the state of 2, the guidewire was repeatedly inserted and removed. 4) the inner layer and reinforcing coil were buckled. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomalies were found in the manufacturing records and the dimensions of the actual device. As one of the possibilities, it was inferred that the middle part of the catheter became stuck for some reason, and a tensile load was applied to the hub in that state, causing it to fracture.